Event description:
It was reported that post a coronary stenting procedure, the pt presented with thrombosis. A 3.5 x 32mm liberte was implanted in the proximal left anterior descending artery (lad). It was noted with film review that the "tight and long" lesion had been predilated (balloon manufacturer unknown), and there was residual disease at the distal edge of the stenting. Six days later, the pt presented with an mi. To treat the thrombosis, a maverick2 monorail balloon was inflated to unknown atms. It was noted that the pt had not taken clopidogrel after the first procedure. Tirofiban was administered during the reintervention. No further pt complications were reported.

Manufacturer narrative:
The device remains implanted and the delivery device has not been received for analysis. If any add'l relevant info is received, a supplemental MDR will be submitted.